Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: unk competitor implantable pulse generator. (B)(4).

Event description:
It was reported that the patient nearly blacked out twice while trying to send a remote transmission. Interrogation of the device (which was being utilized as a left-sided backup system) found pacing spikes being delivered at 85 bpm but with no capture. The rv (right ventricular) lead of the backup system had high threshold, which had increased higher than the programmed output, and there was also decreased sensing. The right-sided main system had sensed the pacing spikes delivered upon magnet application and withheld further pacing therapy, resulting in asystole. The backup system rv lead remains in use, resulting in the patient being unable to be checked via remote monitoring. No further patient complications have been reported as a result of this event.